Manufacturer narrative:
The t:slim x2 g5 user guide states: avoid submersing your pump in fluid beyond a depth of 3 feet or for more than 30 minutes. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred after the pump was submerged in water. Customer's blood glucose level was 278 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.